Manufacturer narrative:
Updated fields h3 d9 b4 g3 g4 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath the returned sheath was not a maquet product the extender tubing was also returned no blood was observed inside the iab catheter a kink was observed on the catheter tubing and inner lumen near the y fitting approximately 729cm from iab tip. An underwater leak test of the balloon catheter y fitting extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated the iab then pumped for two hours which represents one complete autofill cycle the iab pumped normally and no alarm sounded from the pump. Although we did not repeat the event in the laboratory setting a kink in the catheter can cause inflation difficulty or an alarm the reported events cannot be confirmed by the evaluation a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event the failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4 (exp date and UDI), g3, g6, h2, h11. Corrected fields: d4 (version or model and lot), h4, h6 (medical device problem code).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
The complaint was received through a direct call from the customer (nurse) to the emergency support program. It was reported that while using sensation plus 8fr. 50cc intra aortic balloon (iab), the nurse was having continuous gas loss alarms on the balloon pump during use. No harm or injury to the patient was reported.